Event description:
It was reported that this was a closure of an unspecified vessel using a proglide device. Reportedly, it was noted that the rail suture appeared "frayed" when harvesting the suture after deployment. Also, when harvesting the suture, the suture broke and both the suture and knot came out of the vessel. This occurred prior to attempting to use the knot pusher or suture trimmer. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique (tensioning angle not coaxial) or suture/ nick damage. Factors that may contribute to suture malposition include, but are not limited to interaction with the patient anatomy or friable femoral vessel. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: estimated date of event of (B)(6) 2024 . D4: a partial UDI was provided as the lot number is not known.